Event description:
A surgeon reports an intraocular lens (iol) was scratched in the cartridge of the delivery system. The pt's visual acuity following surgery was 20/70 and the surgeon feels this may be the result of the scratch. The iol was removed and replaced two months following initial implant surgery. Add'l info has been requested.